Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with recent measurements in the 132-133 ohms range. It was noted that this lead had a delivered shock impedance of 88 ohms from 2021. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms, with recent measurements in the 132-133 ohms range. It was noted that this lead had a delivered shock impedance of 88 ohms from 2021. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that rv lead continued to exhibit high out-of-range shock impedance measurements greater than 125 ohms, with a measurement as high as 148 ohms in november 2025. Technical services (ts) discussed programming considerations and next steps, including possible lead revision. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.